Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the check obm - trilogy leak test had failed on the device. The device's motor blower assembly was replaced to address the issue. Additional findings not related to the malfunction/issue was the stirring fan foam being proactively replaced on the device. Afterwards, a final and running tests, battery and valve checks were performed on the device. A cleaning of the device was performed, and the device was found operational.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the check obm - trilogy leak test had failed on the device. The device's motor blower assembly was replaced to address the issue. Additional findings not related to the malfunction/issue was the stirring fan foam being proactively replaced on the device. Afterwards, a final and running tests, battery and valve checks were performed on the device. A cleaning of the device was performed, and the device was found operational. The blower assembly was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.